Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed alleged failure that the user experienced since the sample was not returned for evaluation. Based on the information given, the exact root cause of the event cannot be determined. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design or quality system issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the fmea.

Manufacturer narrative:
Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the radiologic technologist (rt) tamped as far as she could, however, she could not get to the black indicator line on the angio-seal device. The line was there, and she was able to see it after cutting the suture and removing the tamper tube. She felt the line was lower than normal. The seal was successful. The estimated blood loss was less than 250cc. There was no patient injury/medical, or surgical intervention required. The patient's condition was good. The procedure outcome was successful. Additional information was received on 13oct2020. The procedure was a left heart catheterization. A 6fr. Procedural sheath was used. A pre-deployment angiogram was performed. The patient was in stable condition.